Event description:
This patient reports aftereffects following (B)(6) treatment including "cognitive impairment, fatigue, disorganization, confusion, balance issues, hand motor issues, intellectual impairment and others. I also have visual issues including tracking issues with my eyes." At this moment ongoing. Further workup, evaluation, and treatment are ongoing.